Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump kept going into rewind. They checked the alarm history and found a power error detected alarm. Troubleshooting was performed. They had previously called to report a power error detected alarm. It was noted that the power error detected alarm recurred within a week of troubleshooting the previous occurrence. The customer¿s blood glucose level was 201 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical, pump was monitored and functioned properly. The device was received with minor scratched lcd window and cracked retainer.